Manufacturer narrative:
The insulin pump was unable to prime during priming test due to faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion and displacement tests. There was no motor error alarm on the insulin pump. The motor passed motor test. The insulin pump was received with cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor error alarm and compromised force sensor system error alarm. Customer's blood glucose level was 8.8 mmol/l. Customer advised they received a motor error alarm during a bolus delivery. Customer cleared out the alarm but it recurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.